Manufacturer narrative:
Component code - device subassembly = sample rack tray.

Event description:
The customer stated that she was injured many years ago (> 10 years ago) while manually cleaning a sample rack tray from the modular core analyzer. The date of the event was asked for but could not be provided. The customer stated that the issue occurred prior to (B)(6) 2006. The customer was wearing personal protective equipment, including a laboratory coat and gloves. The customer had submerged the sample rack tray in water during cleaning. While drying the sample rack tray, the customer's finger got caught against the rail of the tray and she received a cut. The customer sought medical attention and received a tetanus shot. The customer did not miss any work due to the injury and she has not had any long term effects from the injury. The injury was not life-threatening and the customer suffered no permanent impairment or permanent damage to her finger.

Manufacturer narrative:
Mandatory updated cleaning instructions are being provided to all current customers as well as future customers. The update of the cleaning procedure contains proper instructions and warnings not to touch the edges of rack trays and includes instructions for safe handling of the parts to avoid the risk of injury.